Manufacturer narrative:
The pump passed the sleep current test and active current test. Pump error -alarmed during self-test due to j6 connector not plugged in properly. After reconnecting j6 connector the pump was monitored and functioned properly. No motor movement or negligible movement. Retries to free a stuck motor failed alarmed during rewind due to jammed gearbox. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to jammed gearbox.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed error. The customer¿s blood glucose level was 400 mg/dl. The customer did not information about symptoms and treatment. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. The insulin pump will be returned for analysis. Frn-unk-rsvr. Unomed inf set.